Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. In (B)(6) 2013 (day not reported) the patient was administered an injection of antibiotics along with a prescription of oral antibiotics. A second course of antibiotics was prescribed (B)(6), 2014. The implanted device remains.